Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The anterior vitrectomy handpiece was tested and was confirmed to be non-conforming, but was not returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 10, 2013. Based on qa assessment, the product met specifications at the time of release. The anterior vitrectomy handpiece manufactured on february 19, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specification. The root cause of the reported event can be attributed to a nonconforming anterior vitrectomy handpiece. However, how the handpiece became nonconforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the anterior vitrector did not function. Additional information has been requested.